Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an unusual issue with their onetouch verio iq meter. The reporter stated that when the meter battery is low the meter gives inaccurate results. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (12/23/2014). The patient¿s meter has been returned on 11/18/2014 and evaluated by lifescan product analysis on 12/11/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 - 1/28/2015 device evaluation. The lay user/patients test strips have been returned on 1/13/2015 and further evaluated by lifescan product analysis on 1/21/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The control solution has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.